Event description:
Physician reported implant rupture. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Visual evaluation:device photograph(s) for the device related to the reported event of rupture was reviewed on august 11 , 22. Visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening and broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Physician reported implant rupture. Device has been explanted and replaced. This relates to the right side.